Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they didn't feel well the day before initial report. The next day, patient said they had a terrible night the night prior and does not feel well. Later on that day, patient had the device on 7.7ma, but wasn't able to urinate so they want to adjust it now so they can go. The call agency reviewed that there isn't any specific number that would make them urinate. During the call, stimulation was adjusted to a comfortable level. The patient was also instructed to give it time before they will see relief. No device issue was reported and no further patient complications have been reported as a result of this event.